Event description:
It was reported that dissection occurred. The patient presented with an 80% stenosed target lesion in the left circumflex artery (lcx) and a 95% stenosed target lesion in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Following pre-dilatation in the lcx with a 2.00 x 10mm non-boston scientific (bsc) device, a non-bsc stent was deployed. Lad stenting was then performed using a 2.75 x 20mm synergy xd drug-eluting stent. The stent balloon was deployed at 14 atmospheres and fully expanded without issues. However, upon deployment, a distal edge dissection was observed. Subsequently, another stent was placed to cover the dissection. Post-dilatation was then performed with a 3.00x10mm balloon after the second stent deployment. The dissection was flow-limiting, and the patient remained in good condition. No further issues were reported.